Event description:
It was reported that the patient had an "extremely painful sensation on the lip of the labia" since the implantable neurostimulator (ins) implant surgery 3 days prior. The pain started the night after the surgery. The patient was presented at the clinic with the stimulation at 0.0 volts and was still having the pain sensation. The patient was very sensitive with an increase in voltage changes on the following programs: program 4 at 0.35 volts. The other two programs were 0.55 volts and 0.60 volts. There was no effect on her pain even when increasing the stimulation. Additional information received reported no visual change or issues during a physical exam of the vaginal area. The pain was still present when the ins was shut off. The patient was very sensitive to pain during movement. She was on warfarin prior to surgery but switched to lovenox for the surgery. A hematoma possibly occurred which may have been pressing on the nerve during movement. Pain medication was prescribed to help with the pain. Follow up information received approximately 1 ½ weeks later reported that the patient's pain was much better and she was no longer using pain medication. She was able to move around without getting the type of pain she was getting previously. She still had some minimal pain present. Because the patient was on warfarin medication and having had the (B)(4) trial, a blood clot may have developed and was pressing on the nerve. They felt that clot was dissolving which was why patient felt a decrease in pain. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28 lot# v854284 implanted: 2012-(B)(6) explanted: product type lead product ID 3037 serial# (B)(4) product type programmer, patient. (B)(4).